Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin drips were not observed to be exiting the infusion set tubing. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 180 mg/dl.